Event description:
See also manufacturer report 3004209178-2009-02846. The patient experienced a lack of therapeutic effect and a loss of stimulation about a week after a lead replacement. She also felt shocking/jolting sensations when she increased her device to 1.4v and changed positions. The device was turned off. Impedance readings were greater than 4,000 ohms on the unipolar pairs and some of the bipolar pairs. It was recommended to re-run the impedances at a higher setting. Further information is being requested from the hcp.